Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The download data from the pod showed that the pod completed both priming sequences with an expected number of pulses in each and ran for 202 pulses, delivering boluses pulses before being deactivated by the user. Investigation of the needle mechanism found that would result in the needle failing to deploy. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.

Manufacturer narrative:
The device has been returned/received and is pending investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 400 mg/dl while wearing the pod between 1 and 4 hours. The needle mechanism did not fully deploy as intended during activation.